Manufacturer narrative:
The electrode belt sn (B)(4) was returned to the distributor and found to be fully functional. There is no indication of a device malfunction. Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (code 104) was confirmed. The cause for the failure was a defective sd card. Upon investigation the monitor ECG acquisition and pulse delivery circuitry were tested and found to be fully functional. The root cause of the defective sd card could not be positively identified. A defective sd card does not affect the monitor's ability to detect and treat an arrhythmia. Unavailability of retrospective ECG recordings did not cause or contribute to the adverse event. The sd card is a data logger that only stores the patient's retrospective continuous ECG recordings. There is no real and active patient monitoring associated with the stored retrospective ECG recordings.

Event description:
A us distributor contacted zoll to report that a patient received a treatment event consisting of one shock at 21:26:48 on (B)(6) 2021. It was reported that the patient was at home at the time of the treatment event. The patient's ECG rhythm at the time of the treatment is unknown. The patient was receiving sd card faults (service code 104) on the days surrounding the treatment event. The response buttons were not pressed during the treatment event. The patient continued use of the lifevest. Reporting event out of an abundance of caution as the patient's rhythm at the time of treatment is unknown.